Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm aortic valve, implanted for 4 years and 9 months, was explanted due to calcific degeneration with severe insufficiency, thickened leaflets, and moderate to severe stenosis. Per obtained medical records, the patient presented to the hospital with class IV heart failure. Intraoperatively the aortic valve was found to be very stuck in a small sinus segment. The commissural posts of the valve were also completely stuck to the wall of the aorta. Cutting out the aortic valve was very extensive and tedious. A 23mm inspiris valve was implanted successfully. There were no intraoperative complications. The patient had post op complete heart block with ppm implant on postoperative day six. The patient was discharged to rehab on post-operative day nine. Per infectious disease consult, tissue culture of the original valve grew 1 colony of gram positive rod cutibacterium, initial or gram stain was negative. Although [the patient] did not have classic signs, symptoms of endocarditis, her year of night sweats and progressive dyspnea and the rapid worsening of valve function and aortic stenosis are concerning potentially for a low-grade indolent infection. It was also noted that approximately 4 years ago there was an outbreak of unknown bacteria (per primary team) that impacted the bypass machines. This led to many patients undergoing cardiac bypass procedures to be infected. The patients initial valve replacement was consistent with this time frame. Given that the patient had premature valve failure, the primary team questions if this is the cause of her blood culture and valve failure.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update event and f10 device code. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Due diligence attempts have been made to obtain the status of the explanted device for return. At this time no additional information has been provided. The root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm aortic valve, implanted for 4 years and 9 months, was explanted due to degeneration with severe insufficiency and moderate to severe stenosis. Per obtained medical records, the patient presented to the hospital with class IV heart failure. Intraoperatively the aortic valve was found to be very stuck in a small sinus segment. The commissural posts of the valve were also completely stuck to the wall of the aorta. Cutting out the aortic valve was very extensive and tedious. A 23mm valve was implanted successfully. There were no intraoperative complications. The patient had post op complete heart block with ppm implant on postoperative day six. The patient was discharged to rehab on post-operative day nine. Per infectious disease consult, tissue culture of the original valve grew 1 colony of gram positive rod curtibacterium, initial or gram stain was negative. Although [the patient] did not have classic signs, symptoms of endocarditis, her year of night sweats and progressive dyspnea and the rapid worsening of valve function and aortic stenosis are concerning potentially for a low-grade indolent infection. It was also noted that approximately 4 years ago there was an outbreak of unknown bacteria (per primary team) that impacted the bypass machines. This led to many patients undergoing cardiac bypass procedures to be infected. The patients initial valve replacement was consistent with this time frame. Given that the patient had premature valve failure, the primary team questions if this is the cause of her blood culture and valve failure.